Event description:
Balloon pumps were plugged into the walls. When balloon pump was turned on, it was giving me a battery maintenance signal and couldn't be unplugged from the wall too long otherwise the battery would die. Also had another balloon pump as a secondary that was inserted and used for the patient info given above and also had the same message given battery maintenance required, but was able to get the patient to CT and get it plugged back in and then to ICU to plug in. Biomed was called to come in and replace the battery on machine. Also, the first balloon pump would say module failure. Not sure if that has anything to do with the console itself but thought would be good to note. Biomed is aware of the two balloon pumps that had issues. Alarm for battery maintenance and module failure. Manufacturer response for balloon pump, getinge (per site reporter) run battery test during 6 month pm service. Replace batteries every 3 years or as needed.